Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for the event. The cause of peritonitis was unknown. On an unreported date, the patient was treated with vancomycin (1 gm, frequency and route not reported), fortum (1 gm, frequency and route not reported) and heparin (2 ml, frequency and route not reported) injections for peritonitis. On an unreported date, the patient was again treated with fortum (1 gm at the night, route not reported) and heparin (2 ml, every day, route not reported) injections for peritonitis. On an unreported date 5 days later, the patient was again treated with vancomycin (1 gm, frequency and route not reported) for peritonitis. On an unreported date, the patient recovered from the event of peritonitis and the patient's fluid was clear. Therapy with dianeal 1.5% was ongoing. No additional information is available.